Event description:
It was reported during the implant attempt that the superior vena cava coil was possibly damaged by the sheath during right sided implant. The physician elected to extract the lead and use a new one. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant.